Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Laparoscopic hysterectomy, robotic assisted. What was the procedure date? (B)(6) 2021. What is the lot number? Unknown. This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - (B)(6). Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength= 2360 g/m.

Event description:
It was reported that a patient underwent an a robotic lap hysterectomy procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle popped off the suture while removing through an 8mm robotic trocar. The needle fell into the abdomen and had to be located with help of x-ray. It was located and removed with no further issues. There were no patient consequences reported. Additional information was requested.